Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received only, however, evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Prior to the procedure, it was noticed that a needle shape did not fit the description on the suture packaging. There was a mismatch between the needle description on the packaging and the actual needle of the suture. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.